Manufacturer narrative:
There was insufficient sample material remaining for further investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(4). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of discrepant results for one (1) patient sample tested for elecsys ft3 iii (ft3 iii) on a cobas e801 module compared to the accuraseed method. The roche results were reported outside of the laboratory where the doctor requested additional testing. The sample was submitted for investigation where discrepant results were identified for ft3 iii and elecsys tsh (tsh) between the customers e801 module, the architect method, a cobas e801 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the tsh results and medwatch with patient identifier (B)(6) for information on the tsh v2 results. Refer to attached data for the patient results. The ft3 iii reagent lot number used with the e801 module at the investigation site was (B)(4) with an expiration date of aug-2021 and the ft3 iii reagent lot number used with the e411 analyzer was 473372 with an expiration date of may-2021. The e801 module used at the customer site was (B)(4). The e801 module used at the investigation site was (B)(4). The e411 analyzer serial number was (B)(4).